Manufacturer narrative:
This report is filed on february 24, 2020. (B)(4).

Event description:
The device was explanted due to non-auditory percepts and poor device performance since activation. In-situ testing showed normal device function. The device passed all electrical tests confirming correct device function.

Manufacturer narrative:
This report is submitted on december 30, 2019.

Event description:
Per the surgeon, the device was explanted on (B)(6) 2019, due to the patient experiencing non-auditory sensations and poor performance from onset.